Event description:
Hlthcare professional reported that approximately seven months after injection with juvederm voluma xc, the pt developed "hardness and firmness" in the "jawline at pre jowl sulcus." Injector has treated with hylenex two times so far, and symptoms have not resolved at this time.

Manufacturer narrative:
(B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of hardness, firmness and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly or change in connection with this complaint were recorded. This complaint is the fifth one with "induration" event and the second one with "nodule" event, for this batch. The sterilization cycle is registered as conform.